Event description:
It was reported patient experienced pain at the pocket site. As such, surgical intervention was undertaken on (B)(6) 2025, wherein a new pocket was made lower in the buttock to address the issue and therapy was restored.

Manufacturer narrative:
B3-date of even tis estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.